Event description:
Medtronic received information that a patient passed away during an emergency bypass procedure due to the arterial and venous cannulae having been incorrectly reversed when connected to the perfusion circuit. It was reported that the patient's death was due to the incorrect cannula connection/set up. It was reported that when the physicians noted the pool of blood on the floor it was already too late.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.